Event description:
It was observed that during the device evaluation, the camera head exhibited damage on cable unit and water tightness lost due to poor watertightness of cable unit. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.